Manufacturer narrative:
A customer from (B)(6) alleged discrepant results generated with three samples while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. An investigation was conducted to evaluate the customer issue. All of the positive runs showed true amplification in the sars-cov-2 channel; additionally, no abnormalities are seen in the pcr curves. Repeat testing of all three patient samples was performed on the cepheid genexpert. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert where the liat is over twice as sensitive as the genexpert. As such, results with one assay may not be reproducible with a different assay. Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Cross contamination cannot be ruled out from causality. Additionally, of note is the off-label collection kit in use. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. The approved on-label collection kits have been tested and confirmed to be compatible with the scfa assay. Validated collection media kits for each specimen type can be found in the method sheet and are recommended for optimal performance of the assay. The most likely root cause of the issue per investigation is as follows: the customer is using off-label collection kits, which is likely playing a major role in the issues experienced. Review of the data did not show any signs of a systematic problem. Also, some results contain viral material near the lod of the assay where results are known to waiver on repeat testing. No product problem found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated with three samples while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. Therefore, 3 mdrs will be filed per the FDA guidance. The customer reported all 3 patient samples initially generated sars-cov-2 positive with the cobas® liat® system sn#(B)(4). Patient sample 1 initially tested positive for sars-cov-2 with CT value of 34.2 on liat analyzer sn#(B)(4). Same sample was repeated on cepheid genexpert generating a negative result. The same sample was then tested on liat analyzer sn#(B)(4) also generating a negative result. Sample was recollected from patient 1 and tested on liat analyzer sn (B)(4) which also yielded a negative result. Similarly, patient sample 2 yielded a positive sars-cov-2 result with CT value of 31.4, on liat analyzer sn#(B)(4). Same sample was repeat tested on the same analyzer yielding an invalid result. Same sample was again repeat tested on initial liat analyzer sn#(B)(4) this time generating a negative result for all targets. Same sample was also repeat tested on cepheid genexpert also yielding a negative result. A new sample was then recollected from patient 2 and recollected sample was tested on liat sn#(B)(4) yielding a negative result as well. Patient sample 3 also initially tested positive for sars-cov-2 with CT value of 32.76 was questioned due to the patient being asymptomatic. A few days later, a new sample was re-collected and tested with cepheid genexpert yielding a negative result. . A review of the test results for patient 3 sample also indicated sample interferences or handling issues. The results were reported to the patient and or/ medical personnel treating the patient. No alleged harm. The customer collected nasopharyngeal and/or throat swabs using treidjia vtm and the vqir brand swabs from manufacturer boen healthcare. Some samples have mucus or other interferences in the samples. Samples are mixed with a vortex prior to testing which is an off-label practice. The method sheet indicates that ; this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was performed to evaluate the customer issue